Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This abutment is not available for analysis. This report is filed 28 mar 2014.

Event description:
Per the clinic, the patient experienced chronic infection at the implant site. The patient was prescribed antibiotic treatment (amount and type not reported) however; the issue could not be resolved. The patient underwent a procedure to have the abutment removed (date not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013. The implanted device remains.